Event description:
Received info stating customer received an altitude alarm. Reportedly, the customer's blood glucose level was not impacted.

Manufacturer narrative:
No product returned for evaluation. Should new info become available, a follow up MDR will be submitted.